Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient's weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that post lead implant the patient experienced loss of function to their lower extremities. As a result, the patient underwent surgical intervention wherein their system was explanted. Follow-up information indicated the patient has regained full use of their lower extremities.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.